Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump received motor error alarm. Customer's blood glucose level was 300 mg/dl. Customer reported that they were unsure about the drive support cap protruded, loose, sticking out or flush. Customer was able to successfully clear the alarm. Customer reported that the insulin pump not exposed to high magnetic field. Customer was unable to complete insulin pump rewind customer was advised to discontinue use of the device and revert to a back-up plan. The insulin pump will not be returned for analysis.